Manufacturer narrative:
Device eval: the suspect device was returned for eval. The eval has not been completed. A review of the device history record revealed no exception documents. Complaint database was reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the eval is completed. Device history record was reviewed, complaint database was reviewed. Conclusions: other, a f/u report will be submitted when the eval is completed.

Event description:
The rotator broke during a left ventriculogram. This happened twice. Injector settings: flow: 10 ml/s, volume: 30 ml, pressure limit: 1000 psi. No harm or injury was reported. This is one of two reports for this complaint: 1721504-2010-00227.